Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a pulmonary biopsy procedure performed in (B)(6) 2010 (exact date unknown). According to the complainant, during preparation the physician was unable to "extract the needle out from the sheath" and the needle was bent. The procedure was completed with another excelon transbronchial aspiration needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
The event took place (B)(6) 2010; exact date is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).